Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had not charged her ipg in over a year as she was not using the stimulation. Subsequently, her ipg became inoperable. During surgical intervention to reposition the pt's lead, the pt's ipg was removed and replaced with a new one.